Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings:during testing, the battery compartment was cracked from the bottom traveling to the bumper and the display screen was dim and discolored. Unrelated to the initial complaint, it was observed that the u-groove of the pump was cracked but a test low-profile clip was still able to be properly attached. Also unrelated to the initial complaint, the bolus button cover was torn but the bolus button was still operable. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment of the pump and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.